Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted blood/body fluid in the lumens and helix housing. The trilumen insulation was abraded through to the rs- lumen approximately 335-345 mm from the terminal pin. There was webbing damage noted between the rs- and distal high voltage conductor coils in this area as well. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. Noise and oversensing was also present on the rv lead resulting in a number of misidentified episodes stored as ventricular fibrillation (vf) in device memory. Despite the oversensing, there was no inappropriate therapy or instances of pacing inhibition with asystole reported. Device therapy was programmed off and the patient hospitalized until their transvenous system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) the following day. No adverse patient effects were reported. This system is no longer in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Noise and oversensing was also present on the rv lead resulting in a number of misidentified episodes stored as ventricular fibrillation (vf) in device memory. Despite the oversensing, there was no inappropriate therapy or instances of pacing inhibition with asystole reported. Device therapy was programmed off and the patient hospitalized until their transvenous system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) the following day. No adverse patient effects were reported. This system is no longer in service.